Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the device would fire even when the foot control was not pushed. Case completed with another foot pedal. There were no patient consequences reported.